Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of a non-preloaded single-piece toric ii monofocal intraocular lens (iol), the lens was found to be dislocated. The lens was removed and replaced with a three-piece spherical monofocal iol during the same procedure, resulting in a delay. There was no reported patient injury. No medical or surgical interventions were reported. No further information is available.